Event description:
It was reported a vns patient "developed a persistent cough after vns implantation before the device was turned on. The cough persisted after the device was turned on, and 1 month later, stimulation was turned off because of the severity and persistence of the cough. The cough, however, persisted despite cessation of stimulation and an extensive evaluation including testing for pertussis and bronchoscopy, which were negative." The patient underwent vns therapy explantation. "Immediately after removal of the vns, the cough stopped." The cough "can only be explained as direct mechanical irritation of the recurrent laryngeal nerve as opposed to the more commonly seen stimulation-induced cough, which is usually mild, transient, and resolves spontaneously." Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Khurana, divya s. Et al (2005) vagus nerve stimulation in children with refractory epilepsy: unusual complications and relationship to sleep-disordered breathing. American epilepsy society meetings in washington dc, 2-6.